Event description:
(B)(6) had an ercp and olympus mechanical lithotriptor basket was used. While attempting to crush stone the basket broke and became impacted. Unable to free the stone from the lithotriptor pt needed to have emergency extensive surgery for the removal of the stone and basket. (B)(6) went to surgery. Stone and basket were removed after the wire was cut. (B)(6) went home on (B)(6) 2011 with t-tube in place.